Manufacturer narrative:
The company service representative examined the system. The footswitch cable was tightened. One phaco handpiece was not recognized by the system when tested. The customer will replace the phaco handpiece. The software was upgraded. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): ¿no harm/impact to patient." (No consequences or impact to patient). Product problem(s): ¿intermittent problems with footswitch¿ (device stops intermittently). The customer reported intermittent problems with the footswitch. The incident occurred during surgery. The nurse had to switch out the footswitch. The nurse also reported problems with the hand pieces. There was a 10-15 minute delay to switch out the hand piece. The customer stated there was no patient injury or cancellations.